Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging inaccurate low result of "28mg/dl with the subject meter compared to "227mg/dl" and "221 mg/dl" on another meter (ultramini) performed within 30 minutes. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.